Manufacturer narrative:
The sample was received for investigation and the customer's high ft3 results were confirmed to be correct. Further investigation confirmed there were no interfering factors to the ft3 assay detected in the sample. Based on the available data and the investigation results, a general reagent issue could be excluded.

Manufacturer narrative:
The patient sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft3 iii ver.2 results for 1 patient sample on a cobas 8000 - cobas e 602 module and a cobas e 801 module. On (B)(6) 2022, the initial ft3 result on the e602 analyzer was > 50 pmol/l with flag. The initial result was reported outside of the laboratory. The doctor questioned the high result and the sample was repeated the next day. On (B)(6) 2022, the sample was repeated on the e801 analyzer and the result was > 50 pmol/l with flag. The sample was sent to another laboratory and the third repeat result was 59 pmol/l. The doctor suspects that the sample has an idiotypic interference. The e602 analyzer serial number is (B)(4). The e801 analyzer serial number is (B)(4).